Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37092, lot# 273040001, implanted: (B)(6) 2011. Product type: accessory. (B)(4).

Event description:
It was reported the patient did not feel stimulation unless he tilted backwards. The patient reported that he received calmare treatments for his neuropathy and it wasn't until after several sessions that he had an increase in pain and was told his session could affect his stimulation. The patient no longer wanted to see his current healthcare professional and was seeking a new one. Additional information has been requested, but was not available as of the date of this report.